Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm, no blank display and no motor error alarm noted during test. Motor passed motor test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer stated that the insulin pump had a recurring motor error alarm. The customer stated that the drive support cap was normal /and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer also reported to have received a no delivery alarm and declined troubleshooting. Customer had a high blood glucose of 450 mg/dl and treated with manual injection. No high blood gluocse troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.